Event description:
A virtual account specialist (vas) agent report the patient was having trouble with his v-go 30 device. The patient was contacted for additional information. The patient stated that the v-go device came off after about 16 to 17 hours. The patient confirmed they were not properly preparing the application site with an alcohol prep. The patient applies the v-go device on the back of his arm and he stated there is no interference with clothing.